Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.